Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg became unable to communicate with external devices, deeming the device inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.